Manufacturer narrative:
Evaluation conclusion = device has been evaluated but not repaired. The estimate was rejected and the device scrapped per the customer request.

Event description:
The manufacturer received information alleging a ventilator was alarming and a ventilator inoperative condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. Further investigation indicated liquid ingress to the patient flow path, damaging the blower motor, flow sensor assembly, sensor board and active exhalation control module. The customer rejected the estimate and requested the device be scrapped.